Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms#(B)(6). No problem or issues were identified during the device history record review. One unit was received for evaluation; the returned unit was received decontaminated inside a plastic bag which is not its original package. During visual inspection, the unit was visually inspected under normal conditions of illumination. It was observed the roller clamp inverted. The complaint is confirmed. Root cause for the occurrence for this condition is due to procedure not being followed. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions were implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. As awareness of failure condition, production personnel were notified.

Event description:
It was reported that a smiths medical set of di-60hl with the roller clamp mounted upside down. No adverse patient effects were reported.